Event description:
It was reported that there was a possible issue with a solution administration set. The reporter stated that when the set was inserted into a colleague infusion pump, the pump alarmed. This occurred during set-up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.